Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to a crack on the control unit, the insertion section rotated due to adhesive between the connecting tube and mouthpiece being detached, a foggy image occurred due to damage on the objective lens, the connecting tube was dented, and the grip was deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The tracheal intubation fiberscope was returned for annual inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the connecting tube coating was peeled. The report is being submitted due to the peeled coating found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the coating on the insertion tube peeled off due to stress of repeated use, external factors, or handling. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope -<inspection of the endoscope> 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities.¿ olympus will continue to monitor field performance for this device.